Event description:
Received a report from a consumer indicating the pt sought at medical examination after developing a vaginal odor and leg weakness. Consumer advised the doctor removed a tampon. Consumer is not certain if the tampon removed was intact with a missing string or a partial tampon.